Event description:
It was reported that the pt experienced pain for the past month at the stimulator site and felt "tingling" where the leads were regardless of whether the stimulation was turned on or off. The pt could palpate the leads under the skin. There was no recent falls or trauma. The pt had been "in and out" of the ER for the pain. An intravenous pyelogram study was performed after which the radiologist advised the pt that there was a "problem with her spinal cord stimulator system," but no other info was reported. The pt was scheduled to see the health care professional, but did not attend the appointment. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.